Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
As the procedure was being completed, air was unable to be aspirated from the sheath. When checking the introducer, a blood clot was found to be stuck within the sheath. The clot was able to be pushed out, however the air could still not be aspirated. As the procedure was already completed, the device was not replaced. There were no adverse consequences to the patient.